Manufacturer narrative:
Additional information was received from bfarm that made mpo aware of this event being duplicated in the system. Therefore the event is not reportable. Please void the initial report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, sudden sagging and cracking of the hip, he could no longer strain. Neck broke. Additional information received on 02/17/2021: exact implanting date received (B)(6) 2009, and confirmation that the stem was not revised. Additional information received on 02/18/2021: lot number for the femoral head. Component not revised: profemur e+ stem gr 5 product ID: pha03165. (B)(6).